Event description:
It was reported that the insulin pump had weak signal and customer had low blood glucose. Customer stated that she was receiving weak signal, calibration error and change sensor. Troubleshooting was done for weak signal. Customer's blood glucose was 35 mg/dl. Customer treated with yogurt and glucose tablets. Customer had low blood glucose and after rechecking her blood glucose is now in eighties. Customer declined to troubleshoot for low blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.